Event description:
The customer reported a ventilator's touchscreen was not working during calibration. The customer reported the device issue was found during touchscreen calibration. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to replace the touchscreen and provided them with the part number identification. Further information regarding repair has been requested from the customer. No response has been received at this time.

Event description:
The customer reported a ventilator's touchscreen was not working during calibration. The customer reported the device issue was found during touchscreen calibration. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to replace the touchscreen and provided them with the part number identification. Further information regarding repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
The issue was found during calibration and is prior to therapeutic application. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.